Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had over-bolused using the pump. Subsequently, the customer's blood glucose level lowered to below 40 mg/dl. The customer disconnected from the pump and ate candy. At the time of the call, the customer's bg level was 71 mg/dl. The customer declined to perform a system check with tandem technical support, as the customer stated that the reason for the low was due to over-bolusing and was confident that bg level would continue to increase.